Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: static and noise in the image and lack of image (no image) a root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction of no image was due to a damaged charge couple device (ccd). Additionally. The cause of the malfunction identified during investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope was not connecting to the video processor and the screen was black. The issue occurred during device setup. There was no patient involvement.